Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 225cc smooth mentor memorygel breast implants experienced bilateral capsular contracture postoperatively, baker grade iii on the right and baker grade ii on the left. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report is for the right-sided implant. The patient had previously undergone surgical intervention for the right-sided grade iii capsular contracture on (B)(6) 2015, where the same breast implant was re-implanted. As per the instructions for use, mentor breast implants are single-used devices, and the re-implantation of the same device is off-label use, and this adverse event was reported under manufacturer report number 1645337-2021-05141. The patient currently experienced a recurrence of the capsular contracture on the right breast.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).